Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a superficial femoral artery (sfa) stenting treatment procedure, deployment difficulties occurred. The lesion was located in the superficial femoral artery (sfa). Lesion details are unknown. The epic vascular 6x61mm stent was advanced to the lesion. "The physician advanced it further and pull it back to remove the slack on the catheter. He started deploying and the stent moved slightly forward and he kept some backward pressure. After the first cell was open, physician waited for about 5 seconds for the stent to be anchored against the artery wall. He started deploying the stent with the thumbwheel. While deploying, the proximal end of the stent kept shortening while the stent expands even though the distal end was already anchored properly. The total shortening was about 1cm." The procedure was completed with this device. No patient complications were reported. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.